Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was inserted into the patient (unknown age, gender, and weight). According to the complainant, after insertion, the physician noticed that the stent did not coil. The stent was removed from the patient and it was noted that there was no tip on the stent. The stent tip was found on the sterile trolley. The tip did not detach inside the patient. The procedure was successfully completed using another percuflex plus ureteral stent. There were no consequences to the patient.

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the device had no tip on it. During the evaluation the stent was found to be torn at the distal end. It is most likely that during attempted placement the stent was torn by the suture due to mishandling or attempted removal of the suture. Therefore the most probable root cause for this event is determined to be operational context.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was inserted into the patient (unknown age, gender, and weight). According to the complainant, after insertion, the physician noticed that the stent did not coil. The stent was removed from the patient and it was noted that there was no tip on the stent. The stent tip was found on the sterile trolley. The tip did not detach inside the patient. The procedure was successfully completed using another percuflex plus ureteral stent. There were no consequences to the patient.